Manufacturer narrative:
The device was returned and evaluated following reports of an ¿unable to proceed¿ alert during a cartridge change, including repeated errors during rewind with no cartridge installed. Functional testing confirmed the reported issue, and after multiple rewind attempts the device annunciated a motor stall alert, duplicating the user¿s experience. Internal inspection identified no debris or damage within the gear train; however, the lead screw nut was found fully backed against the mechanical stop while the device software indicated a position approximately two units away from the stop. This condition indicates the device was establishing the home position too late, resulting in the lead screw nut backing into the stop and preventing further operation. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet insulin pump displayed an unable to proceed alert during supply change and again on attempted rewind after a restart, with no cartridge installed and no active alert message visible, which was addressed by dismissing alarms and restarting the pump without resolution, consistent with a device malfunction involving the pump system. Symptoms included interruption of insulin delivery. Outcomes included the need for device replacement and temporary loss of insulin therapy until a replacement arrived. Investigation included customer service troubleshooting and device shutdown. Investigation of this case revealed that the malfunction recurred during setup, preventing progression through the infusion set change process. It was concluded that the device malfunctioned and required replacement.